Manufacturer narrative:
The device evaluation found no malfunctions aside from the allegation reported in b5. A device history review revealed no issues that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is likely that the deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. However, specific root cause cannot be determined. Such events can be detected and prevented according to the following IFU. The detection method is described in the instruction manual for gif/cf/pcf-290 series, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instruction manual for gif/cf/pcf-290 series, reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle had foreign objects. There were no reports of patient involvement.